Event description:
It was reported that the patient presented in the emergency room unconcious in backup vvi. A user download did not restore the device. The hardware elective replacement indicator (eri) byte indicated that the device was not at eri. Due to loss of communication with the device, further troubleshooting could not be performed.

Manufacturer narrative:
Na